Event description:
Draeger medical systems, inc. Has received information from a customer that while using our delta patient monitors, they reported that the rear cover, (battery compartment) was hot and the internal battery showed signs of overheating. No patient injury reported.